Manufacturer narrative:
This event occurred sometime in (B)(6) 2017. (B)(6). Manufacturing date -- april 20, 2017 ¿ april 21, 2017. The device was not returned, however a photograph was received and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the photograph could not verify the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor under-infused. The device did not completely deliver medication by the end of the infusion time. The total infusion time was 46 hours. The pump was filled with fluorouracil hs 4055mg and sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.